Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information on (B)(6). 2012 by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A biomed technician reported that a patient experienced elevated intraocular pressure (iop) following a surgical procedure involving c3f8 gas. Additional information has been requested. There are two medical device reports associated with this event. This report is for the regulator.